Event description:
It was reported that this implantable pacemaker was explanted due to pacing not delivered when required. A new device was successfully implanted. No additional adverse patient effects were reported. The device is not expected to be returned. This report will be updated with pertinent information if this product is returned and analysis completed.